Event description:
It was reported to boston scientific corporation on september 9, 2008, that an enteral guidewire device was intended to be used during a stenting procedure performed in 2008. According to the complainant, when the nurse opened the guidewire package, the device was noted to be kinked near tip of wire. Reportedly, the procedure was completed with another enteral guidewire device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.